Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of data in the remote home monitoring system noted this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had a history of oversensing of noise. The oversensing resulted in delivery of inappropriate shocks in several episodes that began shortly after implant. The patient was seen for evaluation and noise was able to be reproduced in all programmed vectors with movement of the left arm. Less noise was observed when the primary sensing vector was programmed to alternate, so the device was programmed to alternate. The device and electrode then exhibited t-wave oversensing after the patient returned home, and an additional inappropriate shock was delivered. The patient was then admitted to the hospital, tachycardia therapy was programmed off and surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that further review of the noise episodes was requested. Technical services (ts) reviewed the stored episodes and discussed that the reported noise appeared to be consistent with myopotentials. Additionally, the position of the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be higher than usual.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that analysis of this device was completed.